Manufacturer narrative:
Analysis found the bearings too dirty/corroded and motor shorted. Motor dosen't turn, can't test temp. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a distributor that the handpiece was overheated during operation. There was no patient impact. Upon follow up, it was reported that they used a backup device to finish the procedure but there was no delay.